Event description:
Information was received from a user facility via a medtronic representative regarding a centerpiece used in a unknown spinal therapy. It was reported that screw in the implant damaged and it was discarded by spd. Item was found to be dysfunctional during processing by spd. There was no patient involved in this event. This product was identified as malfunctioned straight from the box and it has not been used in any other prior procedure/ surgery. There were no further complications that were reported.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.